Manufacturer narrative:
(B)(6) the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient began remedial treatment with vancomycin and fortum in each bag. On (B)(6) 2011, the antibiotics changed to forcan. The root cause and outcome of the peritonitis was unknown. Dianeal remained ongoing. The nurse believed the event of peritonitis was not related to dianeal pd2 ultrabag.